Event description:
The customer reported that the patient experienced an oxygen desaturation event noting that the patient¿s desaturation to 78% after traveling to the bathroom using the life 2000 device. The customer also reported ¿charging problems¿ with the event associated l2k device-but confirmed that the device was on and charged at the time of the event and denied any error messages on the l2k or flow meter ball drop on the concentrator. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer reported that the patient experienced an oxygen desaturation event noting that the patient¿s desaturation to 78% after traveling to the bathroom using the life 2000 device. The customer also reported ¿charging problems¿ with the event associated l2k device-but confirmed that the device was on and charged at the time of the event and denied any error messages on the l2k or flow meter ball drop on the concentrator. The patient ¿quickly recovered¿ to her normal o2 level at home after switching to her alternate life 2000 device and no medical intervention was required. This patient uses the life 2000 device in conjunction with 5lpm oxygen bleed-in via a 5l invacare oxygen concentrator. The patient has a medical history of chronic respiratory failure with hypercapnia, stage 4 copd (gold classification), severe obstructive lung disease, asthma, hypoxia, obstructive sleep apnea, pneumonia, and noted breathless with speech. A follow-up call by a respiratory clinician with the patient was conducted. During the call, the respiratory clinician provided instruction to the patient's caregiver on adjustment of the device settings. An additional in-home visit by a respiratory clinician is planned for assessment of patient tolerance, confirmation of titration of settings and exchange of equipment. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's complex underlying pulmonary pathology. The reported desaturation was temporary, and there was no report of permanent impairment of a body function or permanent impairment of body structure. Additionally, the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The patient recovered by switching to her alternate life 2000 device. Decreased oxygen saturation may occur in individuals with underlying lung disease and cannot be only attributed to the use of the life 2000 device. This patient had multiple chronic pulmonary conditions as previously noted. It can be concluded that the desaturation is unrelated to the reported charging issue, as the customer confirmed that the device was on and charged at the time of the event. The inspection of the device by a hillrom technician found the life 2000 device to be working as intended. The inspection notes the device charged appropriately, and no error messages or alarms were observed. Additionally, there was no flow meter ball drop when the device was connected to the oxygen concentrator. The allegation of injury could not be duplicated. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor invacare concentrator is likely to lead to a serious injury if the event were to recur.